Event description:
Caller reported a malfunction on the pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided information and assistance to reset the pump, which resolved the issue, as the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappeared, which they acknowledged and understood.